Event description:
Boston scientific received information that during a clinic interrogation evaluation, this left ventricular lead exhibited loss of capture and high out of range pacing impedances. It was suspected that the lead was fractured. A revision procedure has been scheduled. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. The lv lead was attempted to be repositioned but due to thrombosis of the walls it was unable to be repositioned. This lead was surgically abandoned. A lv lead was attempted to be implanted but was unsuccessful as it did not fit properly. This lead was discarded. Another lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.